Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's garment was reportedly "digging into her skin and causing blisters." The patient's skin was raw, but was not bleeding. The patient also had a bruise under the left electrode. The patient's nurse recommended a cream to use on the irritation. Follow-up indicated that the irritation had healed.